Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel in the pump's event history. The condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery that would not hold its charge. It is unknown when or in which care area this event occurred. This condition could not be confirmed. However, during review of the pump's event history, baxter personnel discovered a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.07.00.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.